Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The clamp bar button was disengaged from the loading unit. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, an assembly error was identified during product analysis. The button assembly machine nest was not providing the proper support to the clamp bar at the moment of twisting the button. The root cause of the observed condition was determined to be a result of a manufacturing activity and a process improvement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a piece of metal was found disengaged when unpacking.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.